Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the indicator light on the screen showed that the battery did not charge anymore. The customer returned an a.t.s. 3000 tourniquet device, serial number (B)(4), for evaluation. The device history record (DHR) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated a.t.s. 3000ts tourniquet serial number (B)(4) as documented in the repair reports in vdoc portal services. Product review of the a.t.s. 3000 tourniquet by medicrea on (B)(6) 2018 revealed that the battery was old and there was a leak found on the port. It was also noted that the feet was used. Repair of the a.t.s. 3000 tourniquet was performed by medicrea on august 21, 2018 which included replacement of the battery and feet. A.t.s. 3000 tourniquet, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by medicrea it was revealed that the battery was old. The root cause of the reported event could not be specifically determined with the information that was provided. During product review by medicrea it was revealed that the battery was old. It is unknown with the information that was provided how the reported event occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
The indicator light on the screen showed that the battery did not charge anymore. The event timing is unknown. This was not an out of box failure. No harm and no delay, and another device was not needed to complete the surgery. Investigation revealed that there was battery leakage.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.